Event description:
A surgeon reported that he implanted a toric intraocular lens (iol), as suggested by the calculations of the sys's software. The pt presented with add'l astigmatism and blurred vision, postoperatively. The surgeon exchanged the toric iol for a single vision iol of the same power, and the event resolved. No further info is expected.

Manufacturer narrative:
Eval summary: investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).